Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours. It was reported that the patient was having issues with receiving insulin after experiencing high bg levels. The patient consulted their gp who advised them to go to the emergency room (ER). At the ER they were treated with insulin. At the time of reporting the event, the patient had been at the hospital for 4 hours and was unsure when they would leave. The pod was removed at the hospital.